Event description:
Received info stating customer's pump will not charge, even when plugged into power source. Customer indicated that pump usb port is loose.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.